Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device interrogation reset issue was observed. Device is on battery advisory. Device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to excessive hv charging that occurred within a small period of time. Based on all available parameter and usage information, device longevity was found to be normal. The device was tested on the bench and no anomalies were found.